Event description:
Report received from USA stating that there is noise coming from the device. The device was not being used during surgery. It is not known if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes. The device is currently undergoing eval. A supplemental report will be sent. (B)(4).